Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch ultra meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011 at 9 pm. He obtained glucose results of '255 mg/dl' on the subject meter, which he felt was inaccurate high compared to his feelings/normal readings. The patient stated that he tests his glucose 4x/day and manages his diabetes with lantus insulin (self adjuster) and due to the alleged issue on (B)(6) 2011 at 9 pm he administered his usual dose of medication based on the glucose result of 100u of lantus. He claimed '5 hours' after the alleged issue started, he 'went into a diabetic coma, passed out'. He informed this mss that his wife could not wake him up, but he was making noises in his unconscious state. In response to his symptoms, his wife reportedly called for the paramedics. On (B)(6) 2011, at 2 am, he finally regained consciousness and found that the paramedics had tested his blood glucose and obtained a result of '36 mg/dl' and was being infused with IV glucose. He reported that by 2:30 am he was taken to the emergency room (ER) where his blood glucose was monitored hourly and was kept overnight for observation. The patient stated that he was released by 11 am of the same day, and his last blood glucose in the ER was '160 mg/dl'. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter and correct unexpired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, reportedly developed symptoms suggestive of severe hypoglycemia and the patient allegedly received medical intervention from a health care professional (hcp) after the alleged meter issue began.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.